Event description:
The transfer set is a 41" transfer set with vented piercing device and two-way check valve used for extemporaneous drug preparation. On several occasions with this lot number, once the set was inserted into appropriate outlet of solution container and suspended from hanger inside lafw, leakage happened from the white plastic vent on the container spike. This created what is called an open system, limiting the chances of an aseptic fluid transfer. (MFR notified 1/10/94 and has not responded.)